Manufacturer narrative:
Product event summary: it was reported that on unknown date, the endoscope becomes cloudy. Update received on 09 jul 2020: event date: (B)(6) 2020. Event context: intra-op. No product was returned. With the available information, a contributing factor or cause for the reported event cannot be identified. Thus, no corrective action is possible at this time. If at a later date the product returns this investigation will be re-opened. This investigation is considered closed. We will continue to monitor for trends as more definitive data is collected. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding an endoscope device used for spinal therapy. It was reported that on unknown date, the endoscope became cloudy. No additional information is available. No further complications were reported regarding the event. Update: event date: (B)(6) 2020. Event context: intra-op.